Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of intermittent high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. The erroneous patient results were not reported outside the lab. There was no change to treatment, injury, or death associated with this event.